Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the screen on/quick bolus button is occasionally unresponsive. Also once the button is depressed the pump displays twice the amount requested.